Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of 145mg/dl, lo and 88 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 140 mg/dl and lo. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is 08/23/2016. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: lo.